Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, baker grade iii, "peripheric liquid" are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. "Peripheric liquid".

Event description:
Patient reported, right side "mastalgia". Capsular contracture, baker grade iii. Radial fold and discrete quantity of peripheric liquid (reactional) via MRI. And textured device replacement, due to the recall. Device remains implanted.